Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod for more than 48 hours. The pod fell off, thus, the cannula dislodged from the infusion site (hip/buttocks).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned deployed. The adhesive welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The download data returned an 0x14 alarm indicating an occlusion during the run. Timeouts were observed towards the end of the run, but no drive stalls were observed. The fluid path was tested and no occlusions were observed. The exact cause of the occlusion alarm could not be determined. No other damages or deficiencies were observed during the investigation.